Event description:
It was reported that the patient will undergo a surgical procedure to revise this artificial urinary sphincter (aus) due to the control pump moved 90 degrees from where it was originally implanted. The ipp remains implanted and active and the pump will be repositioned.